Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for ballon is (B)(4). Event date not provided. Therefore, 03/01/2025 was used as approximate event date.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) stated that he does experience situational leakage, which is not a new concern but wanted to know if there is something he can do with the pump outside of surgery. The patient was suggested to see his doctor for device evaluation. No revision surgery has been informed, and no additional patient complications were reported.